Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Additional information was requested, and the following was obtained: the event date should update to be 14-apr-2025.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Was any re-operation performed on post-op day 11 when the wound initially ruptured? If yes, please describe. Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture break post-op? Were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was any ethicon suture used during the re-operations on (B)(6) 2025? If yes, please provide which suture and date and provide further details. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a resection and internal fixation surgery on (B)(6) 2025 and suture was used. The patient underwent surgery for a right patellar fracture. During the surgery, suture was used to suture the wound. The surgery went smoothly and the patient was discharged. Eleven days after the surgery, the wound ruptured and dressing treatment was adopted, but the effect was not good. 27 days after the surgery, the patient was hospitalized again for surgery due to poor postoperative wound healing, and was treated with anti-inflammatory, detumescence and pain relief. On (B)(6) 2025, the patient underwent a debridement surgery. After 12 days in the hospital, the wound healed well and the patient was discharged. Later, the patient repeatedly had wound exudation and was re-admitted to the hospital 46 days after the first operation and 62 days after the first operation for surgery, dressing change, debridement, and anti-inflammatory treatment. The patient underwent necrotic tissue debridement surgery on (B)(6) 2025. The patient is currently receiving treatment. Additional information was requested.